Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 219 mg/dl. The customer stated that it was in the middle of the night when her blood glucose levels were high. She stated that she tried to bolus, and the insulin pump kept alarming no delivery. She then received the motor error alarm the next morning. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The most recent blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no delivery alarm noted and passed the motor test. The insulin pump has minor scratched display window and cracked reservoir tube lip.